Manufacturer narrative:
Device is an instrument and not implantable. Eval is pending upon completed investigation of the product.

Event description:
Tip of pathfinder cannulated poly screwdriver sheared off during surgery. The sales representative had extra drivers, so there were no delays in the surgery. Additional info received from the sales representative on 28 jan 2010. An adult male underwent a primary mis fusion surgery at l3-l5. While the surgeon was using the pathfinder cannulated poly screwdriver, the tips sheared off and fell into the pt wound. The surgeon was able to remove all pieces which was verified by fluoroscopy. There was only a slight surgical delay and the surgeon was able to complete the surgery as indicated with another driver from the kit.